Event description:
It was reported that pump touchscreen was cracked and shattered, and customer was unable to use pump because touchscreen was unresponsive. There was no adverse impact to the customer's blood glucose level, and no specific blood glucose values were provided. Customer declined to share information about backup insulin therapy.